Event description:
The customer stated that architect stat troponin-I assay is generating poor precision results < 0.03 ng/ml (%cv not given). The package insert claim is the lowest architect stat troponin-I assay value exhibiting a 10% cv is 0.032 ng/ml. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.